Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies found.

Event description:
It was reported that the patient's transmissions were reviewed showing the device had short interval counter constantly increasing since implant but no episodes or indication of a lead issue. The patient had many doctors visits and potential numerous tissue samples. It was possible they were using cautery. The device remains in use. No patient complications have been reported as a result of this event.